Event description:
It was reported that patient was not able to adjust stimulation since recently having a revision procedure to implant the device deeper into the tissue. A por (power on reset) condition was also reported.

Manufacturer narrative:
(B)(4).